Manufacturer narrative:
Meter and strips were returned by the customer for testing. Functional testing of the meter passed. Inratio precision data provided by end-user: date: 2009, 1st inr = 1.1, 2nd inr = 1.8 3rd inr = 1.3. 1.3 inr is not registered on data memory. Inratio meter: mean: 1.40, sd: 0.36, %cv: 25.75. Since 25.75% cv is more than 20%, the precision test failed the criteria for precision. Products will be tested when returned. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 1.1, ref: 2.2, mean: 1.65, confidence limits: 1.2-2.3. The mean of the inratio meter and comparative system inr were calculated. Inratio value falls outside the limits, so the criteria are not met and the value is discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation when meter is returned. I. In-house accuracy test. Test date: donor 3 (2009). Donor 4 (2009). Meters sn: returned. In-house meters. Returned strip: 214429 strip lot was determined on data memory. Comparative sys: sysmex 560. 2 therapeutic donors. Results: the allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for each lot are within the allowable bias. These meet the above criteria; no further action is required. No strip deficiency was established. I I. In-house precision calculation. Meters sn: returned meter. In-house meters. Returned strip: 214429. I I. In-house precision results provided above (inratio) meter): strip ln 214429. Donor 3: returned (inr): 3.2, in-house: 3.2, in-house: 3.5, mean: 3.30, sd: 0.17, %cv: 5.25%, pass. Donor 4: returned (inr): 2.5, in-house: 2.4, in-house: 2.6, mean: 2.50, sd: 0.10, %cv: 4.00%, pass. For each pair of replicates for each sample on each strip lot, mean and standard deviations were calculated. In-house test results have 5.25% and 4.00% respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No strip deficiency was established. No further action is required. As of 2009, 9 discrepant results complaints were reported for lot #214429 yielding a complaint rate of 0.013%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further actions is warranted. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with a reference. Results as follows:" date: 2009, inratio: 1.1, reference: 2.2. Tech support spoke with customer and correlation was not against the lab but against another poc device (patient didn't know what type). Patient has been receiving consistent low readings of 1.1, 1.8, 1.3 etc. Range: 2.0 to 3.0.